Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a different coaguchek xs meter. The initial result from the meter in question was 7.9 inr. The patient was tested on a different coaguchek xs meter "within minutes" using a new finger and the result was 5.6 inr. The result of 5.6 inr was believed to be correct. The patient was advised to hold their coumadin dose for 2 days. The nurse declined to provide the patient's therapeutic range.